Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a battery status of 3.08 volts at a one month follow up visit. The battery status at implant was 3.22 volts. The patient was not paced.